Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description. Based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference: (B)(4).

Manufacturer narrative:
The complaint device has not been returned and the investigation is currently ongoing. Once the returned device has been evaluated, a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).

Event description:
It was reported that the silent nite have broken attachmentt, no other information was provided.